Event description:
Ankle arthroscopy procedure - used mini accutrak screw to fixate a fracture. When tightening the screw into place, the tip of screwdriver broke off. Broken piece removed from pt's ankle. Used a second screwdriver to finish tightening the screw into place and the same thing happened.